Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal sts plus was deployed successfully for vascular closure of a left femoral artery puncture following a percutaneous vascular intervention for an unruptured cerebral aneurysm on (B)(6) 2016. On (B)(6) 2016, the patient felt discomfort in her buttocks. An endovascular echocardiography confirmed an occlusion of left femoral artery due to the angio-seal device deployment. An emergency surgery was performed on the same day. During surgery, a foreign material like the angio-seal device was found in the left common femoral artery below the inguinal ligament. However, pathology could not identify if it was a portion of the device. Since no thrombus was formed at the same site where the foreign material was found, the surgeon alleges this event was caused by a dissection of the left common femoral artery. A dissection of the left common femoral artery was confirmed present.